Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the device was explanted and replaced due to premature eri.

Manufacturer narrative:
Based on device settings, the device was below the expected longevity. During analysis, the device behaved normally with a replacement battery. No high current drain sources were found during testing. The power consumption of the device was measured and found to be normal. An internal battery anomaly was found to cause the battery depletion.